Event description:
It was reported that an ilet user experienced rising glucose levels after breakfast, increasing from 130 mg/dl to 202 mg/dl, while questioning why the pump was not correcting as quickly as expected; the user reported typically entering 2¿3 meal announcements per meal to maintain range but only entered one announcement for the meal in question. Outcomes included no emergency care or hospitalization. Investigation included user education and troubleshooting regarding appropriate meal announcement practices and consideration for clinical review before a factory reset. Investigation of this case revealed use behavior inconsistent with prior personal practice, with the pump responding to a single meal announcement rather than multiple entries used historically for correction. It was concluded, based on previously established findings for similar reports, that the cause was user technique related to meal announcement timing and frequency.